Manufacturer narrative:
The device has not been made available for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that there was proximal fixation pullout of the rod. No patient harm was reported.